Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life and replace battery alarm. Customer did receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6), 2021. The customer reported that the insulin pump had a low battery life/low battery alarm and unexpected battery power loss or replace battery alert/replace battery now alarm. Functional testing to be performed/completed: the insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery power loss or replace battery alert/replace battery now alarm and low battery life/low battery alert noted during the testing. There was no power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file on the event date: (B)(6), 2021.the pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor and motor assembly. However, corrosion was found on the battery tube and vibrator assembly. Failure analysis summary: the insulin pump was monitored for several days and no unexpected battery power loss or replace battery alert/replace battery now alarm and low battery life/low battery alert noted. However, corrosion was found on the battery tube and vibrator assembly. (B)(4).